Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose below 20 mg/dl at the time of the incident. The customer was at 232 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as turning gray. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer believes the pump is delivering insulin when it's not supposed to. Troubleshooting was not completed. The insulin pump will be returned for analysis.